Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds with no capture at maximum output. Reprogramming was performed. The lead remains in use. Physician will discuss a revision with the cardiologist. No patient complications have been reported as a result of this event.